Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump's time and date is resetting and mentioned that two years ago the time and date reset and was set incorrectly and the patient subsequently experienced erratic blood glucose (bg), as low as 35mgdl with shaking, sweating, and blurred vision, and as high as 300mg/dl with no signs or symptoms. The patient's healthcare provider could not determine what the issue was and told the patient to continue insulin pump therapy. The patient later realized the time and date was wrong and corrected it, and has not had any further issues with bg. The reported bg elevation does not meet criteria for a serious injury. This complaint is being reported because the patient allegedly experienced severe hypoglycemia while using insulin pump therapy with use error as a contributing factor.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A review of the pump history did not indicate a time/date reset. No activity was found outside normal use during a review of the black box or pump download history. No data was found in the black box or download histories at the time of the reported complaint due to continued use. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. During investigation, the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, the display screen was found be dim with the letters having a red hue.